Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the front therapy pad. The patient reported that she has metal allergies. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient's physician prescribed a steroid cream and the skin irritation has improved.